Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was attempted to be used in the bronchial tree during a dilation procedure. The exact procedure date is unknown. During the procedure, the physician tried to inflate the cre balloon but it was broken. The procedure was completed using an alternate device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: initial reporter first name is (B)(6); reported here as first name exceeded character limit for designated field. This event was reported by a physician. The healthcare facility was not reported and is unknown. Block h6: imdrf device code a04 captures the reportable event of a balloon broken. Block h12 (correction): block h6 (device code) has been corrected.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: initial reporter first name is (B)(6); reported here as first name exceeded character limit for designated field. This event was reported by a physician. The healthcare facility was not reported and is unknown. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was attempted to be used in the bronchial tree during a dilation procedure. The exact procedure date is unknown. During the procedure, the physician tried to inflate the cre balloon but it was broken. The procedure was completed using an alternate device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.